Event description:
Information received indicates, the mattress foam is contaminated due to ticking damage.

Manufacturer narrative:
The technician used a mattress revitalization kit to repair the bed.